Event description:
It was reported that the right ventricular lead had noise, was oversensing, had increased impedance, and had an apparent fracture. The lead was explanted and replaced. During the explant procedure, it was noted that the inner conductor coil "fell out" of the lead body after the proximal end of the lead was cut. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and the distal conductor was fractured. It was also noted that the defibrillator conductor was distorted, several conductors had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, the outer tubing was kinked/bucked, melted, and had cosmetic environmental stress cracking, the exposed defibrillator coil and outer insulation had a white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and sleevehead, and there was a tip seal observation.